Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately nine months following implant, the left ventricular (lv) lead exhibited an increase in pacing threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.